Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had low blood glucose (bg) this morning of 42mg/dl and is very tired. Patient has eaten and her bg now is 68mg/dl. She is supposed to take her bg every 3 hours but slept through the 6 am check and now thinking the pump is also affecting her (B)(6) child. Husband is with patient and he reports he will take care of her, and he will call the health care provider to work with him. Patient is able to take liquids and food, bg is coming back up. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on 05/02/2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.